Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose was over 400 mg/dl last night. Customer's current blood glucose is 223 mg/dl. Customer declined troubleshoot for high blood glucose level because customer was not able to enter blood glucose value. Customer will not return device for analysis.